Event description:
Patient called lfs alleging that the one touch basic meter was reading inaccurately low. Patient obtained a fasting blood glucose result of "45 mg/dl" at 9:00 am. Patient decided to drink a beverage following the use of the meter. Patient then decided to visit the pharmacist. The pharmacist tested the patient with a new meter, using the reported lot of test strips. A reading of "32 mg/dl" was obtained at 9:15. The patient became suspicious about the readings, since patient did not have any high or low blood glucose symptoms. The pharmacist then decided to use a different meter with new test strips. Readings such as "560 mg/dl" and "danger call doctor" were obtained. The pharmacist immediately administered 20 units of insulin. Approximately 30 minutes later, the pharmacist administered 60 additional units of insulin. A re-test was not performed following the insulin injections. The reported lot of test strips was reported as having a "yellow" colored membrane, instead of the normal white. Two check strip tests performed in 07/2003 fell within the accepted range (75,77/70-94). The patient never experienced symptoms of hypo or hyperglycemia during the time of concern. Based on the information provided, there is no evidence that the meter the meter contributed to a serious injury. Time difference between drinking beverage and the high readings is 15 minutes. Comparison between the two meters in invalid, and patient did not have symptoms, high or low. The case is being reported based on the strip discoloration.